Manufacturer narrative:
The mega suturecut needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument jaw broke off. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken grip tip. A piece approximately 4.59 mm x 2.55 mm was found to be broken off. The broken piece was not returned with the instrument. The probable root cause of broken instrument grip -tip is attributed to damage to the instrument while performing off-label surgical applications, such as needle bending, needle driving and/or suture snapping, or instrument mishandling. Grip-tip fragments may result if the metal injection molding (mim) is not properly retained by the overmold (om) during use.